Event description:
It was reported that the customer had an issue with the insulin pump getting warmer. Customer stated that there is a dark point next to the drive support cap. Pump was not exposed to a high magnetic field. Pump was not bumped or dropped. Drive support cap was not damaged. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No dark spot was noted next to the drive support cap. No unexpected temperature anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.